Manufacturer narrative:
Lifescan product analysis conducted testing of retain samples from the subject test strip lot. The retained test strips passed perfomance testing with control solution. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6), ¿in the morning¿, he obtained a result of ¿28.6 mmol/l¿ on the subject meter. The patient manages his diabetes with lantus and humalog insulin and stated that he changed the dose of his humalog insulin from 4 units to 10 units, in response to the alleged issue. The patient reported that at an unknown time after the allegedly inaccurate result, he developed symptoms of ¿temporary blackout, decreased vision and general weakness¿ which he associated with hypoglycemia. The patient reported that he contacted the emergency medical services (ems) who tested his blood glucose on an ems meter which gave a result of ¿3.9 mmol/l¿ and also tested on the subject meter, within 30 minutes, which gave a result of ¿7.7 mmol/l¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient could not specify what treatment was provided by the ems. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. An approved sample site had been used when testing. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retained test strips passed performance testing with control solution and no faults were found. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.